Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: the lot number provided confirmed an ats45, not the reported ets45. The product code was updated. Please confirm. What type of procedure was the device used in? Can you please clarify the statement, ¿the staples were not formed properly and the cut line did not form?¿ did the device deliver staples into the tissue or cut the tissue at all? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during an unknown procedure, the product fired with a green reload however, the staples were not formed properly and the cut line did not form. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a tr45g cartridge loaded on the device. The cartridge reload was received fully fired. Upon further inspection of the reload it was found to have cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this product was used in a gastric bypass. The staples did not form into the tissue, they were irregular in appearance.